Event description:
The customer reported octreotide 100ml was programmed to infuse at 10ml/hr; however, the 100ml infused within one hour in a free flow. There was no report of patient harm. The pump module was evaluated by clinicial engineering and cracked/broken bezel posts were found.

Manufacturer narrative:
The customer¿s report of an overinfusion (free flow) was not confirmed. External inspection showed the device was in good condition with the instrument seal not intact. A crack was observed at the lower door hinge and both iui¿s were dull. Analysis of the pump module event log shows that the pump module received a remote IV request for drugid 478 to infuse at 10ml/hr with a vtbi of 100ml at 10:22 am on 02 october 2018. At 10:23 am, the user started the infusion. The device then alarmed for patient side occlusion and the user restarted the infusion. At 11:36 am, the device alarmed for air in line. At 11:37 am, the user channeled the device off. The volume recorded as being infused during this period was 12.15ml. During functional testing the device was delivering fluid slightly out of specification on the low side. Internal inspection showed that five of the six bezel bosses were cracked and/or separated. The root cause of the customer¿s report of an overinfusion was not identified but is believed to be the cracked and separated bezel bosses.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported octreotide 100ml was programmed to infuse at 10ml/hr; however, the 100ml infused within one hour. There was no report of patient harm. The pump module was evaluated by clinicial engineering and cracked/broken bezel posts were found.